Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 30-degree endoscope plus displayed reversed image. The customer was able to resolve the issue by reseating the endoscope on arm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use, and no damage was found. The endoscope would not be returned for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.